Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error detected due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia the customer blood glucose level was 450 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection. The customer stated that the they were able to clear the insulin pump error. The insulin pump will not be returned for analysis.